Event description:
The surgeon implanted a aq5010v 3 piece silicone lens. After the lens was implanted, the surgeon saw that the patient had weak zonules. The lens was removed. Surgery was not completed. The iol injector, model and lot # unknown. The iol injector cartridge, model and lot # unknown.